Event description:
A ventilator was evaluated by a manufacturer for service. There was no harm or injury reported.  During the evaluation of the device by the manufacturer, a " ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower assembly needs to be replaced to address the issue.